Event description:
It was reported via medwatch, "concern for blood backing into the iabp (intra-aortic balloon pump) tubing and concern for perforation". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "concern for blood backing into the iabp (intra-aortic balloon pump) tubing and concern for perforation" was not able to be confirmed as the product was not returned for investigation. A device history record review could not be performed in the absence of a serial number or lot number. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn (B)(4). Medwatch report #mw5117640.

Event description:
It was reported via medwatch, "concern for blood backing into the iabp (intra-aortic balloon pump) tubing and concern for perforation". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.